Event description:
Reporter states, "patella was worn and replaced." Wear occurred over time.

Manufacturer narrative:
The patellar component cannot be evaluated as it has not been returned for evaluation but rather discarded at the hosp.